Event description:
A competitor reported that whenever a medtronic programmer was placed over the device, the patient feels terrible. Consultation with technical services determined that since the device was at elective replacement time, the magnet was forcing voo pacing. Once the programmer was removed, the patient felt fine. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.